Event description:
The reporter's in-law filed the surestep complaint. He stated that when his in-law tested her blood, she got an er1 or er2 reading. Reporter wasn't sure which one. He then tested her blood again and got a high blood sugar reading. The reason reporter called lifescan was because he heard about the recall and thought the meter may be affected. He was sent control sol and a new meter.